Event description:
It was reported that a progav 2.0 shunt system (#fx583a) was implanted. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Visible deposits inside and outside of the ped. Sprung reservoir and on the ventricular catheter. Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves do not operate within the permissible tolerance in their respective relevant positions. A slower outflow of progav 2.0 and an accelerated outflow of shuntassistant 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves and the ped. Sprung reservoir. Results: based on our test results, we can determine a slower outflow on the progav 2.0 and an accelerated outflow on the shuntassistant 2.0. The deposits visible in the valves have led to the change in the flow rate. We were also able to detect deposits in the ped. Sprung reservoir. These deposits did not affect the technical properties at the time of the inspection. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. The examination of the return consignment has been completed with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.